Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age for the referenced patients in the article is female/13 years old. Request for additional information was made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿long-term outcomes of gastric electrical stimulation in children with gastroparesis.¿ journal of pediatric surgery. 2016. 51: 67-71. Http://dx.doi.org/10.1016/j.jpedsurg.2015.10.015. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this model of a temporary pacing lead. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article discussed the study of the largest experience of systematic application of gastric electrical stimulation (ges) in children. ¿ges is a safe and effective therapy for selected children with intractable gp with continued symptomatic improvement at 1 year and beyond.¿ the article indicated that ¿nine patients needed multiple trials of temporary gastric electrical stimulation (tges) because of either inability to tolerate the [temporary pacing] lead in the pharyngeal area, or unclear results.¿ the status of the lead is unknown, but appeared to have been removed for the placement of the ges system. No patient complications have been reported as a result of this event.